Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead that had perforated the myocardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.